Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately eight weeks post implant of this bioprosthetic aortic valve, the patient presented with a fever and infection. Antibiotics were administered and the device was explanted. Eleven days post-explant of this device, the patient expired. Lab specimens from the explanted valve were returned positive for aspergillus cultures. It was also reported that on the day prior to this valve implant, the patient had been gardening for the entire day.

Manufacturer narrative:
Product analysis: upon receipt at medtronics quality laboratory, the part of the sewing ring appeared adjacent to the left and right cusps. The sewing ring adjacent to the left cusp appeared slightly bunched, showing possible distortion along the inflow orifice. All leaflets appeared stiff but slightly flexible except where host tissue extends on the outflow. All leaflets appeared intact. All commissures were intact. Tan vegetative appearing host tissue lined the outside of the aortic wall and sinuses. Vegetation was observed on the outflow aspect of the aortic wall, sinuses and leaflets. Radiography showed no evidence of mineralization in the valve and/or host tissue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information from this patient's physician that the patient's preoperative blood cultures were returned negative, and the surgery cultures were returned positive for aspergillus fumigatus. Before explant of the device, severe valve stenosis was noted. The patient has no previous history of endocarditis. Patient date of birth added, patient weight added, patient date of death corrected.

Manufacturer narrative:
Conclusions: the organism was identified as aspergillus. Based on the DHR review of this product, there was no issue identified regarding manufacturing that would have impacted this event. The sterilization process utilities bbg solution which has an anti-microbial kill on the microorganisms such as aspergillus species, and it also has demonstrated the ability to inactivate the biological indicator, bacillus atrophaues which is representative bioburden for the microbial flora found in our manufacturing controlled environment prior to terminal sterilization. The reported organism can be rendered non-viable to the sterilization process during manufacturing. Therefore, it was unlikely that the organism originally came from the device and/or manufacturing valve process. With the limited received information, a root cause of the stenosis was unable to be determined. This could be due to the endocarditis and/or the complex patient medical history. Endocarditis and stenosis related risks are addressed in the current risk management file. Neither autopsy nor explant was performed. With the limited information available, a relationship between the device and the death could not be established. No allegations were made relating the valve or its function to the death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.